Manufacturer narrative:
Correction to d4 model number from 3400 to 3010. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock due to what appeared to be noise and t wave oversensing with a very small signal. The smartpass feature of the s-ICD was disabled. Technical services (ts) discussed turning sp back on and attempting another vector. Noise could not be recreated in clinic, and the system impedance was low. It was questioned whether the s-ICD had migrated, which the field representative noted it did seem to be a bit anterior. Ts recommended x ray imaging. Automatic setup was unsuccessful in the current vector of secondary, so primary was reprogrammed with much larger qrs complexes. The physician was considering defibrillation threshold (dft) test and revision, however ts requested x rays first until there is more information. There was no dft at the original implant. An untreated event was observed with small and wider qrs complexes, so it was questioned if this patient has any fluid buildup or rate dependent bundle. The physician was going to evaluate this patient for heart failure and possible fluid. This electrode remains in service currently. No adverse patient effects were reported. Additional information was received that this patient had lost a considerable amount of weight. This patient will continue to be monitored.

Manufacturer narrative:
Correction to d4 model number from 3400 to 3010. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock due to what appeared to be noise and t wave oversensing with a very small signal. The smartpass feature of the s-ICD was disabled. Technical services (ts) discussed turning sp back on and attempting another vector. Noise could not be recreated in clinic, and the system impedance was low. It was questioned whether the s-ICD had migrated, which the field representative noted it did seem to be a bit anterior. Ts recommended x ray imaging. Automatic setup was unsuccessful in the current vector of secondary, so primary was reprogrammed with much larger qrs complexes. The physician was considering defibrillation threshold (dft) test and revision, however ts requested x rays first until there is more information. There was no dft at the original implant. An untreated event was observed with small and wider qrs complexes, so it was questioned if this patient has any fluid buildup or rate dependent bundle. The physician was going to evaluate this patient for heart failure and possible fluid. This electrode remains in service currently. No adverse patient effects were reported. Additional information was received that this patient had lost a considerable amount of weight. This patient will continue to be monitored.

Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock due to what appeared to be noise and t wave oversensing with a very small signal. The smartpass feature of the s-ICD was disabled. Technical services (ts) discussed turning sp back on and attempting another vector. Noise could not be recreated in clinic, and the system impedance was low. It was questioned whether the s-ICD had migrated, which the field representative noted it did seem to be a bit anterior. Ts recommended x ray imaging. Automatic setup was unsuccessful in the current vector of secondary, so primary was reprogrammed with much larger qrs complexes. The physician was considering defibrillation threshold (dft) test and revision, however ts requested x rays first until there is more information. There was no dft at the original implant. An untreated event was observed with small and wider qrs complexes, so it was questioned if this patient has any fluid buildup or rate dependent bundle. The physician was going to evaluate this patient for heart failure and possible fluid. This electrode remains in service currently. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
Correction to d4 model number from 3400 to 3010. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock due to what appeared to be noise and t wave oversensing with a very small signal. The smartpass feature of the s-ICD was disabled. Technical services (ts) discussed turning sp back on and attempting another vector. Noise could not be recreated in clinic, and the system impedance was low. It was questioned whether the s-ICD had migrated, which the field representative noted it did seem to be a bit anterior. Ts recommended x ray imaging. Automatic setup was unsuccessful in the current vector of secondary, so primary was reprogrammed with much larger qrs complexes. The physician was considering defibrillation threshold (dft) test and revision, however ts requested x rays first until there is more information. There was no dft at the original implant. An untreated event was observed with small and wider qrs complexes, so it was questioned if this patient has any fluid buildup or rate dependent bundle. The physician was going to evaluate this patient for heart failure and possible fluid. This electrode remains in service currently. No adverse patient effects were reported.